Manufacturer narrative:
A device history record review could not be performed as the lot number of the device is unknown. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Restenosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in a literature article that after angioplasty was performed, a stent (subject device) was placed to treat the left 80% petrous internal carotid artery (ica). The procedure was completed without any complications. Complete revascularization of the ica was achieved with 10% restenosis. A follow-up angiography was performed between 4 and 72 months after the procedure and determined the presence of the in-stent restenosis (isr). The isr was asymptomatic and the patient refused treatment. No other information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2010 and (B)(6) 2013. The subject device was implanted.

Event description:
It was reported in a literature article that after angioplasty was performed, a stent (subject device) was placed to treat the left 80% petrous internal carotid artery (ica). The procedure was completed without any complications. Complete revascularization of the ica was achieved with 10% restenosis. A follow-up angiography was performed between 4 and 72 months after the procedure and determined the presence of the in-stent restenosis (isr). The isr was asymptomatic and the patient refused treatment. No other information is available.